Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was admitted in (B)(6) for hemolysis related to fasting for religious reasons. He was admitted again on (B)(6) for hemolysis that began early that morning. Tte and tee showed gross vad dysfunction. The patient was hemolyzing with evidence of end organ dysfunction. He was also hypertensive. The pump was exchanged on (B)(6).

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.